Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board cable was defective. A field service engineer checked the rear board using a multimeter and confirmed it was within tolerance. All trays were functioning properly. The engineer replaced the row board cable, verified that all cubies were visible in the hardware test application (hta) and responsive. The pharmacy technician confirmed and verified that the issue was resolved. Fse then installed a rear bumper kit, network plugs, and a backup battery. Preventive maintenance as performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple cubies were failed. The error message displayed was "failed storage space" with an invalid read flash write memory error. The customer had already rebooted the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients, resulting in a delay in patient care, since the user had to remove the medications from pharmacy. However, there were no adverse events or injuries reported based on this event.